Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with dysuria, recurring incontinence, and an obstruction in the urine flow. A urethrovesical fibroscopy was performed and found the cuff was not fully opening, but remaining partially open during manipulation of the pump. The physician suspects there may be a problem with the cuff. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at quality assurance laboratory, the device was thoroughly analyzed. The cuff was visually inspected, and the shell was worn from wear at a fold. The cuff did pass the leak testing, the pump was visually inspected, and leak tested, which identified that the pump had contamination within the bulb. It did pass the leak testing, but functional testing was unable to be performed due to the contamination. The balloon was visually inspected, and contamination was found on the shell, but the component was able to be leak and functionally tested and passed. Based on this information, the device allegations were unable to be confirmed, but the adverse events are known risks with this device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with dysuria, recurring incontinence, and an obstruction in the urine flow. A urethrovesical fibroscopy was performed and found the cuff was not fully opening, but remaining partially open during manipulation of the pump. The physician suspects there may be a problem with the cuff. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Correction to h6 patient code and h6 device code. Upon receipt of the artificial urinary sphincter (aus) at quality assurance laboratory, the device was thoroughly analyzed. The cuff was visually inspected, and the shell was worn from wear at a fold. The cuff did pass the leak testing, the pump was visually inspected, and leak tested, which identified that the pump had contamination within the bulb. It did pass the leak testing, but functional testing was unable to be performed due to the contamination. The balloon was visually inspected, and contamination was found on the shell, but the component was able to be leak and functionally tested and passed. Based on this information, the device allegations were unable to be confirmed, but the adverse events are known risks with this device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with dysuria, recurring incontinence, and an obstruction in the urine flow. A urethrovesical fibroscopy was performed and found the cuff was not fully opening, but remaining partially open during manipulation of the pump. The physician suspects there may be a problem with the cuff. The aus was explanted and replaced. There were no additional patient complications reported.